Manufacturer narrative:
No service was requested from maquet, the user facility performs their own repair and service. No ventilator logs were provided. According to information from the user facility¿s biomed department, the inspiratory pressure transducer pc board was replaced. After replacement, the ventilator was returned to clinical use. The pc board was discarded. Since no ventilator logs were provided and the pc board was not returned for investigation, the root cause of the reported event has not been determined. If the inspiratory pressure transducer pc board fails, alarms will be generated during both pre-use check and ventilation mode.

Event description:
A user facility medwatch reference # (B)(4) was received stating that: "respiratory therapist entered patient's room to find vent alarming due to vent not reading any numbers on the display. Patient was removed off the ventilator and bagged with 100% o2 and peep of five. A 2nd respiratory therapist then began to do a pt circuit test to trouble shoot the ventilator. Vent did not pass patient circuit test and was removed and placed out of service. Patient was then placed on another vent. The ventilator was repaired by biomedical engineer and this is from their report: verified pre-use checks were failing for internal leakage and pressure transducer >5 cmh2o. Troubleshoot and found the inspiratory transducer board failed. Installed new pc1781 transducer board. Pre-use checks passed three times." (B)(4).